Manufacturer narrative:
Concomitant medical products: tyrx-ae envelope, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pulled out of the branch of the coronary sinus two days post implant. The lv lead revised and remain in use. No patient complications have been reported as a result of this event.